Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had unspecified error. No patient harm or injury reported.

Manufacturer narrative:
Due to character limitation in e1 for event site address, the full event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.